Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field in situ measurements during implantation surgery showed several channels with hi channels likely due to air bubbles over the electrode contacts. The recipient was successfully implanted with a back-up device. This is a final report.

Event description:
The device was removed during initial surgery due to affected channels. The clinic did not encounter resistance during the insertion and the clinic did not notice any ossification. The wound was reportedly suture-closed before the backup device was implanted, there was only a slight delay of 30 minutes.

Event description:
The device was removed during initial surgery due to affected channels. A back-up device was used.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.